Event description:
During remote monitoring, inconsistent morphology match and low sensing were observed on the device. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed to resolve the event. The patient was in stable condition.